Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) lead had apparent loss of capture while programmed to 5.0 volts at 1.0 millisecond. Also, the right atrial (ra) lead looked like it had been pulled back on fluoroscopy and was unable to capture. The rv and ra leads were both capped and new rv and ra leads were implanted. No patient complications have been reported as a result of this event.